Event description:
During arrhythmia alarm check on iacs, it was noted that there was a blank screen in the "alarm" menu. The vital sign parameters and arrhythmia setting screens were blank and frozen. The arrhythmia profile was basic and promptly changed to advanced. Unable to print screen. Ics central station frozen/greyed out showing the arrhythmia profile of basic, despite advanced in the room.